Event description:
It was reported that the customer was taken to the hospital in an insulin coma. The father stated that the tubing has gotten either kink when his daughter was sleeping on it or it gets caught between the holding clamp and the insulin pump. The customer's blood glucose at time of her admission was 22mg/dl. The caller mentioned that the customer has been experiencing low blood glucose for the past three to four months during night. The father stated that the infusion set tubing was kink/occluded, but the insulin pump did not alarm no delivery when the insulin did not exit. The father called back to perform the high pressure test and the insulin pump alarmed not delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.